Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a wire popped on a large hem-o-lok clip applier instrument when applying a clip. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: the clip applier cable broke while attempting to apply the clip. The surgeon had the wrists at extreme angles when attempting to clip. The robotic coordinator recommended straightening the wrist before applying the clip, but the surgeon denied that resolution. The cable broke on three clip appliers. The procedure was completed robotically with the fourth clip applier instrument. There was no harm or injury to the patient. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a loose grip cable at the distal end and a broken grip cable at the proximal end. Additional observation not reported by site: the instrument was found to have dried residue around the clamping pulley cable groove. Isi reviewed the site¿s complaint history, which identified patient identifier (B)(6). As related complaints (all clip appliers were used in the same procedure).